Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Pump failed prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose was unknown. The customer also stated that the buttons are less responsive. The device will not be returned for the analysis.